Event description:
The white blade of the device separated and came off of the device itself. It was caught prior to use on the patient.the device is being returned to the manufacturer for evaluation.